Event description:
The patient was undergoing a coil embolization procedure for a ruptured cerebral aneurysm using a penumbra coil 400 detachment handle and penumbra coil 400 (pc400) coils. During the procedure, the physician successfully advanced a pc400 coil into the target vessel and attempted to detach it using the detachment handle. After several attempts, the detachment handle failed to detach the pc400 coil. The physician used a new detachment handle and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there was no visible damage to the handle. Conclusion: the complaint has been evaluated. The complaint indicated that the handle did not work during an attempt to detach the coil. Evaluation of the returned product could not be confirmed. The handle was tested for both pull force and throw distance and functioned properly. This test verifies that the handle should have been able to detach the coil. The root cause of this complaint cannot be determined. These devices are 100% functional tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.